Event description:
Premature infant died 3 days after birth. The hospital began an autopsy and found a large amount of blood in the abdominal cavity and referred the case to the medical examiner's office. It was discovered that the umbilical catheter had perforated the hepatic vein causing the bleeding. It is presumed that the catheter was inserted soon after birth on the first day. It is unclear whether the catheter caused the event through migration or whether the staff created the problem on insertion.